Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display and the keypad was not responding. The customer¿s blood glucose level was 282mg/dl at the time of the incident. The customer reported that she was having some problems with her pump and was waiting to get trained on new pump. The customer stated that she did change the battery and the pump fell on the floor. The customer took pump out of holder to put carbohydrates in there and that was when she noticed it was blank. Customer states the display did not return even after inserting new battery. The customer was advised to discontinue pump and it need to be replaced. The customer declines cot pump due to having a new pump and has training on it tomorrow. It was not possible to troubleshoot for high blood glucose or dropped pump due to blank display. The customer was treating it with injection. The insulin pump will not be returned for analysis.